Event description:
It was reported that the patient was experiencing inadequate stimulation, overstimulation and stimulation on non-targeted areas. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4) , model: sc-2208-50, serial: (B)(4), batch: 169052/173365.